Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021 .

Event description:
The customer reported o2 failure error. There was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the oxygen system as well as clamps on the tubes of this system. The cover was replaced for damage. Tests were performed successfully, and the equipment was returned to service. The removed gas delivery system (gds) assembly was returned to the failure investigation lab (fi). A visual inspection of the gas delivery system (gds) assembly revealed that the flow sensor (u1) flow substrate cracked in half on the airflow sensor. The fi technician installed the gas delivery system (gds) assembly into a fi ventilator to attempt to duplicate the reported issue. The gas delivery system (gds) assembly was tested, and the oxygen accuracy-test failed and could not be duplicated. The damage to the (u1) on the air flow sensor pcb generated the 1200-patient disconnect alarm message error code and was not a part of the original problem, so this damage occurred during or after the repair of the gds.